Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope was getting a b30 error, and it said that the endoscope was not available. There was no patient harm associated with the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.